Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined signal loss. In addition, the probable cause of the signal loss was determined to be the app crashed. The reported event of a pairing failure is reportable based on the finding of the app crash. No injury or medical intervention was reported.

Manufacturer narrative:
B5 ¿product returned for investigation: -- exterior visual inspection: pass. -- voltage test: fail, (0vdc). D9 ¿device available for evaluation: --returned to manufacturer. H3 ¿device evaluated by manufacturer: --evaluation summary attached.

Event description:
Product was returned for investigation. An exterior visual inspection was performed and passed. A voltage test was performed and failed.